Manufacturer narrative:
(B)(6). This report is for one unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment not diagnosis. Placeholder.

Event description:
It was reported that a screw failed to lock into a variable angle medial distal humerus plate. It was reported that the surgeon drilled a hole for the screw in a variable angle fashion, but the screw would not hold the plate in place. An lcp distal humerus plate had to be used instead. There was an approximate three minute delay to the case without injury to patient. This complaint is for an unknown screw. This is report 2 of 2 of complaint (B)(4).